Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the catheter was inserted by the doctor into the patient and the solution was coming out through the skin. There was a hole in the main body of the catheter.

Event description:
The customer reports: the catheter was inserted by the doctor into the patient and the solution was coming out through the skin. There was a hole in the main body of the catheter.

Manufacturer narrative:
(B)(4). The customer returned one 1 lumen 14 ga x 8" cvc catheter for investigation. No defect or anomalies were found on the catheter during visual inspection. Two distal skive holes were found on the catheter body, as indicated by catheter drawing. Functional testing was performed by connecting the catheter luer hub to the lab leak tester and clamping off the distal end of the catheter. There should be no liquid leakage from the cvc catheter in the form of a falling drop when tested at 45 psi for 30 sec when tested per bs en iso 1055-1 annex c. The leak tester was turned on and the pressure was increased to 45 psi and held for 30 seconds. No leaks were observed from any region of the catheter during testing. A device history record review was performed and no relevant findings were identified. The customer reported issue of holes in the catheter body was not confirmed during the sample investigation. Visual inspection was performed and no issues were identified. Two distal skive holes were found on the catheter body, as indicated by catheter drawing, and no leaks were found during functional testing. A device history record review was performed and no relevant findings were identified. No problem was found on the returned sample. Teleflex will continue to monitor and trend for reports of this issue.